Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was getting an alarm during prime. During troubleshooting customer reported the drive support cap was protruding. Customer was advised to discontinue use of the device. Blood glucose level was 252 mg/dl. No further information was reported.